Manufacturer narrative:
Device not available.

Event description:
It was reported "by phone on (B)(6) by dr (B)(6) informing me that a patient that he had operated on (B)(6) had a failed construct. The original surgery utilized the aviator system with c-plug cervical graft. He informed me that the patient presented with 4 of the six screws pulled out. The screws appeared locked to the plate and the majority of the construct had separated from the vertebral bodies."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: no device was returned (plate and screws removed and not returned) so no inspection could be performed. Device history review: no manufacturing files were reviewed because no lot number was provided. Conclusion: a four level aviator plate was reported to have a majority (6) of the screws pulled out of the vertebral body, while still locked in the plate. This is a confirmed failure based on a conversation with sales representative conversation with the surgeon and that a revision surgery was performed to remove the plate and screws. No replacement plate was installed. No information on the patient was made available and no x-rays and/or product were available, therefore no concrete conclusion can be drawn as to the cause. The IFU states that patient health and lifestyle should be considered when considering anterior cervical plates.

Event description:
It was reported "by phone on 25 feb by dr. (B)(6) informing me that a patient that he had operated on (B)(6) had a failed construct. The original surgery utilized the aviator system with c-plug cervical graft. He informed me that the patient presented with 4 of the six screws pulled out. The screws appeared locked to the plate and the majority of the construct had separated from the vertebral bodies."